Manufacturer narrative:
Catheter model: 8709, lot #: j11300r39, implanted: (B)(6)-2002, explanted: unk; catheter pouch model: 8590-1, lot #: n133648, implanted: (B)(6)-2008, explanted: unk.

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. It was added that there were several motor stalls and recoveries in logs with no final recovery. It was noted that the pump restarted every two days since (B)(6) 2011 and also had battery reset and safe state messages; stalled longer and may damage cath, low battery. Patient did not have a return of symptoms; however was hospitalized for "unrelated issues" per reporter. Drug delivered via the pump was morphine 25mg/ml at a daily dose of 4mg. It was later added that a pump change was being planned.